Event description:
Please refernece the attached user facility medwatch.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Device not returned attempts were made to obtain the disposition of the device. To date the device has not been returned. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batch.